Event description:
Respiratory therapy technician was attempting to get blood gas sample on patient who was a difficult stick. On the 3rd stick, which was successful, therapist adjusted the needle and noted blood was leaking out onto the patient and staff member's glove, and at the same time, the syringe was filling with blood. A crack was noted in the base of the syringe which allowed blood to leak out and air to contaminate the sample. No damage to arterial blood gas (abg) packaging noted when opened. Due to sample contamination with air and difficult stick, the physician cancelled order for abg. Manufacturer response for blood gas kit, pro-vent (per site reporter). Voice mail for smith medical product surveillance complaints coordinator ii.